Event description:
Distributor received info that this co lead was capped. During a routine replacement of an ICD the lead was found to be fractured. The physician elected to replace the lead with a new sensing lead.